Event description:
The facility representative reported a flogard infusion pump with an "undetermined malfunction. Upon further investigation, the quality engineer confirmed the reported condition as an insert slide clamp alarm. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the customer's reported problem of "undetermined malfunction" was confirmed as an insert slide clamp alarm. The cause of the problem was sediments overshadowing the liquid sensor. The slide clamp was calibrated to fix the problem. Should additional information become available, a follow-up MDR will be submitted.